Event description:
Traumatizing for me to retrieve the tampon without the string- vagina [foreign body in reproductive tract]. The string broke off from an inserted tampon- tampax pearl [device breakage]. Case narrative: consumer reported via email that the string broke off the inserted tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.